Event description:
It was reported the insulin alarmed motor error during manual prime. Customer's blood glucose level was 120 mg/dl. Troubleshooting was performed. Customer stated she does not know if the drive support cap was loose the device was at home. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.